Event description:
Pt was admitted to hosp on 10/8/93 with a fractured hip. A plate and sliding screw was used to stabilize the fracture. The sliding part of the screw did not slide and the physician reports it was corroded upon removal on 7/18/95. Because the device did not slide, the pt has one leg about 1" longer than the other.